Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. The root cause of the death was stated to have been related to the hemorrhagic cardiovascular accident (hcva) heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was found down at home by her boyfriend. It was then stated that the patient was taken to the emergency department (ed) and a head computed tomography (CT) scan was done that showed a hemorrhagic cardiovascular accident (hcva). It was further stated that the patient support was withdrawn and no additional information would be forthcoming. No additional information is available.